Manufacturer narrative:
One csoft6 spring clip was returned for evaluation in opened original pouch. No visible damage to the clip was observed. An unknown yellow material, approximately 5 mm x 2.5 mm in size, was observed on the clip body. Visual examination was performed under microscope at 10x magnification. The contamination material was sent to chemistry for further evaluation. Chemistry testing found the substance showed similar absorption characteristics when compared to epoxy like material. Customer report of ¿foreign material was attached on the fogarty logo on the clip before use¿ was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that "foreign material was attached on the 'fogarty' logo on the clip before use." No patient injury was reported.